Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the review of the black box showed no evidence of power issues. The battery compartment was observed to be cracked and corrosion was observed inside the battery compartment. The battery cap was able to tighten securely to the pump and the pump was exercised for 24 hours without power issues. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter, the patient's mother, reported the pump would power off during use. No further information was provided, and no troubleshooting could be done as the customer service representative was unable to contact the reporter. There was no allegation of patient injury associated with this issue.